Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer blood glucose was 200 mg/dl and sensor glucose value was 50 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was beyond 30% limit. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-7040b was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed isig readings but failed eis 1024 hz. Placed sensor under the microscope and found delamination at the reference and counter electrode. See attached file for results. In summary, the customer complaint of unexpected sensor alarms were not confirmed, however sensor failed eis1024 hz. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5, h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4613) and h6 (medical device problem code 2890 has been added) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer also experienced calibration not accepted. The customer reported blood glucose value was 300 mg/dl. The customer reported hyperglycemia treated with insulin pump.